Event description:
It was reported that the patient was admitted on (B)(6) 2012 with altered mental status, and feeling weak and confused. The patient was stabilized and was then scheduled for carotid angiography. The patient underwent a stenting procedure on (B)(6) 2012. An acculink stent was deployed in the heavily calcified left internal carotid artery. Transient neurological symptoms of lower extremity weakness were noted post procedure. It was noted that the patient was unable to wiggle his toes. Computed tomography noted no evidence of acute intracranial disease and all findings were consistent with chronic small vessel ischemic changes. Magnetic resonance imaging performed on (B)(6) 2012 noted multiple small areas of infarction, likely embolic etiology in the left hemisphere and cerebellum. Post procedure stroke scale was unremarkable compared to baseline and it was difficult to determine due to the patient's pre-existing condition. No treatment was provided and the symptoms resolved. The patient was discharged on (B)(6) 2012. No additional information has been received.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported patient effects of stroke, embolism and ischemia are known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).